Manufacturer narrative:
A steris technician arrived onsite to inspect the lighting system. The technician found that the plastic yoke cover had detached from the lighting system and that both screws were still intact with the plastic yoke cover assembly. The technician also observed cracks and abrasions on the surface of the lighting system. The harmony vled surgical lighting system operator manual states (pg. 1-4), "do not bump light heads into walls or other equipment. Use care when moving the arm upward to help avoid hitting the ceiling or objects above the arm." The technician replaced the plastic cover for the subject vled surgical lighting system, confirmed the unit to be operating properly, and returned the unit to service. The reported event can be attributed to impact damage due to the lighthead bumping into other equipment or light heads. The lighting system was installed in 2011 and the unit has been in use for approximately 7 years. No additional issues have been noted.

Event description:
The user facility reported that the plastic yoke cover on their harmony vled surgical lighting system into the sterile field during a procedure. User facility personnel re-established the sterile field and the procedure was successfully completed without further incident. No report of injury.